Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The procedure was sfa atherectomy and stenting. After atherectomy, the vessel was still not completely open. The physician placed the protege everflex stent in the sfa. Upon removal of the catheter it was noted that part of the catheter had broken off and was still in the body. A snare was used to retrieve the catheter piece and the piece was successfully removed from the patient.